Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported blurry vision that interfered with her activities of daily living and trouble reading. The lens was explanted. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 03/14/2008 and 04/07/2008 by mail, fax and phone. A completed questionnaire has not been received.